Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) required maintenance. A field service engineer (fse) found that matrix drawer 1 and the smart remote manager (srm) were not detected on the bus, and the diagnostic tool did not display either device. The system was powered down to replace the matrix controller board, and the pyxibus cable for the smart remote manager was relocated from the main device to the tower. After rebooting the device, both components were verified as operational, and the customer was able to open and inventory both devices, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer and smart remote manager refrigerator required maintenance. Drawer 1 failed to open, and no matrix error was displayed. Additionally, the srm refrigerator door could not be opened. This issue prevented access to medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.